Manufacturer narrative:
As reported, about 1 year post-implant of the bard/davol ventralight st mesh, patient was diagnosed with hernia recurrence. As reported, no action has been taken and it was not-resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and the procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the ae of hernia recurrence. An additional MDR was submitted to represent an additional ae of seroma. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2013 - subject patient underwent a primary laparoscopic hernia repair and was implanted with a bard/davol ventralight st mesh. The hernia defect was 23 x 13 cm extending from old ostomy site to midline. The mesh was fixated using mechanical fixation (sorbafix) and sutures. Fascia closure was achieved; full skin closure was achieved using adhesive skin closure. The patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2014 - subject patient presented with abdominal pain and right upper quadrant bulge after coughing fit. The surgeon requested a CT to rule out recurrence; patient did not undergo CT or returned to clinic. On (B)(6) 2014 - patient was diagnosed with incisional hernia recurrence during physical exam. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and to the index procedure. The outcome for this ae is reported as not recovered/ not resolved.